Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, there were ongoing placement signal not reliable alarms. Position was confirmed. Audio was disabled. Investigation team requested that the automated impella controller (aic) be investigated as it may be responsible for the optical issues.

Manufacturer narrative:
The investigation for the console (aic) loss data has been completed. Console logs from the reported day of the event were consistent with the complaint. The logs showed multiple instances of the following error algs suspended opm signal invalid," and "invalid bad snr sample mask" due to signal-to-noise ratio (snr) falling below the minimum threshold. Subsequently, several placement signal not reliable alarms and placement signal not reliable alarm were observed. The long-term log data indicated that the unreliable placement signal persisted throughout most of the case, varying in intensity, and this correlated with the low snr. The console was sent back to field service for further inspection. While the reported issue could not be reproduced, intermittent signal distortions (envelope/fringe) were observed in the analog output from the ccd of the optical bench. This localized defect in ccd array caused the optical bench to pass the 5s testing but fail when used with the pump. The fixed test cavity interference fringe, located outside the defect region during the 5s testing, overlaps the defect when the pump sensor is exposed to pressure, resulting in low snr. The root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. D9 device return date/information was added. B7 information was added that was inadvertently omitted from the initial manufacturer device report number 1220648-2024-24216. D2 revised common device name since the initial manufacturer device report number 1220648-2024-24216 was submitted in accordance with updated procedures.